Event description:
It was reported that prior to the start of a da vinci-assisted adrenalectomy surgical procedure, the customer encountered error 1162 on universal surgical manipulator (usm) 3 and could not recover. Technical support engineer (tse) had the customer install a cannula in usm 3 and perform an emergency power off (epo) of patient side cart (psc) with no change. Tse walked the customer on how to disable usm 3 and "da vinci is ready" was announced, however, customer stated that they needed all 4 usms for the case. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in remote fe, the 1162 error was found indicating cannula sensor fault on the usm axes controller spar (acs) printed circuit assembly (pca), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the acs was inspected, and the cannula connector was broken. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the acs pca is consistent with the reported event and is the potential root cause for this issue.